Event description:
During regular follow-up, externalized conductors were observed with fluoroscopy and cine. No electrical anomalies were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. Analysis confirmed externalized conductors. Internal abrasions were noted between shock coils at 7.2 cm and 12.5 cm from the distal tip. The etfe coating was intact in these areas. External abrasions were noted on the middle section of the lead between 4.6-5.0cm and between 21.2-21.6 cm from the proximal end. Electrical tests were normal for the returned pieces.